Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11812. It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave over-sensing on the right ventricular (rv) lead. The physician decided to reposition the rv lead. During the repositioning procedure, the helix of the rv lead failed to extend and the lead could not be fixated. The lead was explanted and replaced, and programming changes were made on the ICD. The patient was stable.